Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact, patient was advised to reset the device and the reset was successful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.